Manufacturer narrative:
Technician isolated the problem to the caster. Replaced the caster to resolve this issue. Unit back in service.

Event description:
Complaint indicated that the brakes would set, but the swivel would still rachet. No injury alleged.